Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy due to high impedances on their leads. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The reported observation of high impedance was confirmed when referencing the lead. Both leads had been anchored with swift-lock anchors. A visual inspection of the leads found all wires broken which aligned with the distal end of a swift-lock anchor. The swift-lock anchors functioned as designed during fit and functional testing.